Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the jack pin component is missing. At this point without the jack pin to examine and the information provided a root cause cannot be determined. Based on the inability to identify root cause and no reports of patient harm, corrective action is not being pursued at this time. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The posts broke off.